Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Field complaints can be attributed to over-tightening of suture ties consistent with procedural damage.

Event description:
New information notes that an insulation anomaly was noted during the procedure. It looked like two areas of the insulation appeared to be pinched.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the atrial lead had dislodged twice. On the third spot, the lead had acceptable values. During the final tie down the lead lost signals. The impedance values were also below the lower limits. The lead was removed and not used. The physician used a system that sensed and paced from the ventricle instead. The patient was stable.